Event description:
Cage hit hard sclerotic bone and fractured on impaction. While trying to remove the plivios vertebral spacer implant, it broke into 2 pieces. The broken pieces were retrieved. The doctor believed that the force of impaction fractured the device. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records and examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No product fault could be detected. The cross section surface shows no irregularities which indicate material conformity. High mechanical force caused the damage to the cage- no product fault could be detected. The investigation determined this complaint to be invalid.